Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed during testing. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient reported that since the (B)(6) 2010 she has needed to take more insulin than usual and on occasion she needed to take a correction bolus by syringe. She also reported that the she would fill the cartridge with 100 units of insulin but after priming the pump, the pump would indicate 60 units. The patient reported that she did not notice insulin leaking into the cartridge compartment but remembered smelling insulin. In a follow up call the patient reported that she experienced cartridge leaks several times over the last several months. Patient reported that her a1c was 8.5 in (B)(6) 2011 but after switching to injections in (B)(6) 2011 her a1c was back to 7.5. She also stated that her insulin requirements had increased to 35 units per day in (B)(6) 2011 but when she went onto injections she only required 22 units. The patient reported that her doses have been adjusted multiple times. This report is made based on the allegation that cartridges leaked.